Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a clinical study. It was reported that the clinical team could not find any reason for this atypical pain. The patient was getting support stockings and kinesiotherapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. An x-ray was performed on (B)(6) 2018 which revealed no traumatic injury. The event resulted in an emergency room visit and urgent care visit. The patient reported the pain in their left leg on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical a study regarding a patient receiving intrathecal therapy via an implantable pump for an unknown indication of use. The drug, dose, and concentration were unknown. It was reported that the patient presented with pain. The patient had experienced pain since their pump was implanted. The pain was located in both of their legs. However, the patient experienced more pain in the left leg than the right leg. The patient experienced no pocket pain. There were no further complications reported. Additional information was received. The event was considered possible implant procedure related, not device related. It was unclear why the patient had pain. Hospitalization was required to investigate. The outcome was considered unresolved and no further actions were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a clinical study. It was reported that the event was still ongoing as of (B)(6) 2019.